Manufacturer narrative:
(B)(4). This incident took place in germany. Additional information: it was not possible to determine exactly which batch was affected, as the packaging had been disposed of by the clinic. Two possible batches are therefore being investigated. Lot: 1588, MFR 2025-05-28, and exp 2030-05-27, lot: 1589, MFR 2025-06-04, and exp 2030-06-03. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
(B)(4). This incident took place in germany. Tentitive translation: the catheter has remained inside the patient; the sheared-off section is approximately 3-5 cm long. An ultrasound scan is currently being carried out to locate it, and a medical decision will be made regarding the best course of action for the patient.